Event description:
Info rec'd indicates the head up function is not working. Function does not work manually or under power. Battery led is on. Bed found in storage.

Manufacturer narrative:
The technician determined the problem to be a faulty valve guide tube. The technician replaced the head up valve guide tube to repair the bed.